Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the lifevest electrodes. The patient's physician advised the patient to use hydrocortisone cream on the irritation. During a follow-up the patient's wife reported that the rash was improving.